Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low p-waves, undersensing and was not capturing. It was determined the lead had dislodged from initial location. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.